Event description:
Severe pain in left knee [arthralgia]. Swelling in the knee [joint swelling]. Case description: spontaneous report was received on (B)(6)-2011 from a (B)(6) male pt, initial (B)(6), with a history of osteoarthritis and previous synvisc treatment, who experienced knee pain and knee swelling after starting synvisc. The pt received two synvisc injections into his left knee in (B)(6)-2011. The pt reported that he experienced severe left knee pain and left knee swelling after receiving the second synvisc injection ((B)(6)-2011). The pt did not report whether or not his synvisc treatment would continue. The pt required treatment for his symptoms. He reported that he took "oral steroids" and an "oral water pill" for his knee pain and knee swelling (date not provided). The pt reported that those treatments were prescribed by his physician. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered. Please see synv-(B)(4) for another, non-serious case associated with this pt. MFR's comment: the benefit-risk relationship of the product is not affected by the report.